Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received insulin flow blocked alert. Customer was assisted with troubleshooting and was advised to try new reservoir with the current set. Customer stated that the insulin pump did not alarm no delivery with manual prime; customer was advised that the issue was resolved with reservoir change. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.